Event description:
It was reported that both increased and decreased defibrillation impedance was observed on the device and the right ventricular (rv) lead with serial number (B)(6). Rv lead damage was suspected but was not confirmed visually. During revision, the rv lead and device were explanted. Damage was observed on the right atrial (ra) lead. The ra lead was explanted. During the same procedure, an attempt was made to explant a previously capped inactive rv lead with serial number (B)(6). Following attempted explant of the capped rv lead, the patient had low blood pressure. A thoracotomy and resuscitation were performed. The patient passed away following the procedure. Additional information was requested but was not yet available. Related manufacturer reference number: 2017865-2023-51144, 2017865-2023-51145, 2017865-2023-51146.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.